Event description:
For death event. A journal article was reviewed which contained information regarding a cardiac cryoablation catheter. The article reported that there were patient deaths. There is no indication that there was any death-device-procedure relatedness. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/manufacturers. The status/location of the cryoballoon is unknown. Further follow up did not yet yield any additional information. For si event. A journal article was reviewed which contained information regarding a cardiac cryoablation catheter. The article reported that there were patients who experienced strokes/transient ischemic attacks (tias), ¿major bleeding¿ events. The author indicated that there was ¿permanent injury¿ such as hemiparesis, dysarthria, hemispatial agnosia, and gate disturbance noted for some of the patients. There was no indication of any treatment/resolution. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/manufacturers. The status/location of the cryoballoon is unknown. Further follow up did not yet yield any additional information. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Correction: please see attached spreadsheet for additional patient details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. - attachment: [event_details_pli10_703315345.pdf]

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific lot number/patient information. The baseline gender/age characteristic is male/63 years old. Of note, multiple patients, multiple methods, and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique method/manufacturer/device serial numbers. The model represented in this report is a representative of possible models involved. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿adverse clinical events during long-term follow-up after catheter ablation of atrial fibrillation comparison to a non-ablation patient group.¿ international heart journal. 2019; 60(4):812-821. Doi://10.1536/ihj.18-517. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a cardiac cryoablation catheter. The article reported that there were patient deaths. There is no indication that there was any death-device-procedure relatedness. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/manufacturers. The status/location of the cryoballoon is unknown. Further follow up did not yet yield any additional information.